Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: the patient weight was reported to be approximately (B)(6). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the needle followers were bent and both cuffs had captured the needles indicating that needle deployment and suture retrieval were successful. Tissue captured within the knot was observed; which is consistent with applying excessive pressure to the suture due to challenging anatomical conditions. Tortuosity and scar in target groin could be contributing factors. Based on our investigation, the probable root cause for the reported experience of suture pulled out of the artery while advancing the knot is related to the operational context in the use of the device. The bent needle followers are consistent with shipping damage. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a tortuous right common femoral artery after a diagnostic procedure. Reportedly, while advancing the knot the sutures pulled out of the artery and it looked like some tissue was attached to it, unknown if it was arterial or tract tissue. Manual compression was held for approximately 15 minutes to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.